Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. Blood glucose level ranged between 248-303 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
During product evaluation, unsuccessful attempts were made to load returned cartridges onto a test pump. Fitting issues were observed.